Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to migration of endoprosthesis, pseudoaneurysm and reoperation. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an aortic arch aneurysm using conformable gore® tag® thoracic endoprostheses ((B)(4)). Prior to the endoprostheses being deployed, the physician performed a complete debranching procedure using a surgical graft. Two endoprostheses were successfully deployed in anterograde approach. Endoleaks were not revealed and the patient tolerated the procedure. On (B)(6) 2016, the patient emergently admitted to the hospital due to chest pain. An imaging revealed that the existing endoprostheses had migrated (amount of distance is unknown), resulting in pseudoaneurysms being formed around both edges of the endoprostheses. It was reported that the landing zone of the proximal endoprosthesis was a bit short in the existing surgical graft and the endoprostheses had been deployed in anterograde approach, which may have caused or contributed to the device migration and pseudoaneurysms. On (B)(6) 2016, the patient was implanted with additional conformable gore® tag® thoracic endoprostheses to repair the pseudoaneurysms. The patient tolerated the procedure.